Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection with vegetation observed near the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted and will be replaced. No further patient complications have been reported as a result of this event.